Event description:
During the pta/stenting treatment procedure, the sentinol nitinol biliary stent system became stuck on the amplatz super-stiff guidewire prior to stent deployment. The stent delivery catheter and guidewire were removed. A new device was used and the procedure was successful completed. No patient injuries or complications were reported. The patient's status was reported as "fine".